Event description:
It was reported that the cylinders and distal tips of this inflatable penile prosthesis (ipp) were too short; therefore, a surgical procedure to replace the device was performed. There were no patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length of the device may have been due to a potential measurement error at implant.